Manufacturer narrative:
The insulin pump was received with no battery in the battery tube. The insulin pump passed functional test including prime, displacement, rewind, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had a cracked reservoir tube lip, scratched display window, cracked display window and cracked case near display window corners. No data analysis unable to perform data analysis due to no pump history available on history download. No data was available due to insulin pump being received without battery in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away at home, at night. The caller stated that the customer's spouse found the customer in the morning of (B)(6) 2015. The cause of death has not yet been pronounced. The customer's blood glucose, at the time of death, is unknown. The customer was wearing the insulin pump at the time of death. The customer was not wearing a sensor at the time of death. The caller stated that the insulin pump and the blood glucose meter have been taken by the office of the medical investigations, when the body of the customer was taken. Hence, the customer's last recorded blood glucose and the insulin pump details could not be obtained at the time of the phone call. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The caller agreed to return the insulin pump if it gets returned to the family by the office of the medical investigations.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.